Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, the delivery system balloon ruptured once it reached full inflation. A bav had been initially performed. Post valve deployment echo showed paravalvular leak. The valve was post dilated with a non edwards' balloon. There was no consequence to the patient. The balloon rupture is perceived to have occurred due to patient calcification.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards for evaluation. The device was visually inspected for any abnormalities. Visual inspection revealed a kink on the balloon shaft at the double white marker band, due to shipping. A balloon burst/tear was observed propagating predominately in the longitudinal direction on the inflation balloon. No balloon pieces appear to be missing. No other visual abnormalities observed. Balloon single and double wall thickness measurements were taken. All measurements met the balloon single wall thickness specification. No relevant functional testing related to balloon burst was unable to be performed due to the returned condition of the inflation balloon (burst/torn). The complaint for balloon burst was evaluated and confirmed through visual inspection. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon rupture was attributed to the patient¿s severe native leaflet calcification. No manufacturing of IFU/labeling inadequacies were identified. Review of the complaint history for (B)(6) 2016 revealed the occurrence rates did not exceed the control limits for this trend category. Based on available information, the root cause is likely due to patient factors (calcification). Therefore, no corrective or preventive action is required.